Event description:
The pt requested a cleaning of the external components due to regular sweating. During that leaking electrolyte fluids from the dacapo power pack were detected. However neither pt contact nor injuries have been reported.

Manufacturer narrative:
Conclusion- the returned device was visually inspected upon arrival. A mechanically damaged housing was observed, most likely due to external mechanical stress. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user.

Event description:
The patient requested a cleaning of the external components due to regular sweating. During the cleaning leaking electrolyte fluids from the dacapo power pack were detected however neither patient contact nor injuries have been reported.

Manufacturer narrative:
The device should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.